Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ pen needle malfunctioned as "consumer found the needle of pen needle broken from the needle seat after the injection. So he suspected that the needle of pen needle remained in his body. (B)(6) 2018, he went to the hospital for an examination and could not find the needle remained in his body. On (B)(6), a CT scan was performed failed to detect broken needles in his body." There was no further report of medical intervention needed.

Event description:
It was reported that during use a bd¿ pen needle malfunctioned as "consumer found the needle of pen needle broken from the needle seat after the injection.so he suspected that the needle of pen needle remained in his body. (B)(6) 2018, he went to the hospital for an examination and could not find the needle remained in his body. On may 3, a CT scan was performed failed to detect broken needles in his body." There was no further report of medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine a root cause. No samples or photos were returned for analysis.